Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on the day of implant procedure on (B)(6) 2019, the physician was not able to remove the stylet from the lead, therefore the physician clipped the stylet and left it in the lead. There was no consequence to the patient. No intervention to retrieve the device is planned at this time. Postoperatively, effective therapy was reported.